Manufacturer narrative:
The date of event is unknown. Explant date is not applicable; the intraocular lens remains implanted at the time of the emdr submission (B)(4). Therefore, the device is not being returned for evaluation at this time. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review indicated that the sterilization batch was released with no non-conformances. There were no associated nonconformity material reports with respect to the production order. There were no environmental monitoring related non-conformances within the timeframe of the production order number. Per the manufacturing record review there were no non-conformances reported. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
The physician reported that a patient had a tecnis toric intraocular lens implanted in the right eye on (B)(6) 2014. It was stated that the patient had cystoid macular edema six weeks after the lens implantation when complaining of poor vision. The actual incident date was not provided. The lens remains implanted at the time of the report. It was stated that that target refraction was -0.25. The refraction achieved was -0.25/-0.50 x 80. The best corrected visual acuity (bcva) one month post-op was 20/20. The post operative optical coherence tomography (oct) was 575 units of micron (um). It was stated that the doctor usually prescribes voltaren eye drops for 1 week after surgery. The patient used 0.1% prednisolone drops for 1 month after surgery indicating that there was an extensive use of the eye drop. Per the doctor, the patient has recovered and her vision is reported to be ''perfect now''. No further information was provided.